Event description:
It was reported the lead/extension connection behind the patient¿s ear was eroding through the skin. The patient¿s entire system was being removed. Once healed, the patient would have another system implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v281324, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v255260, implanted: (B)(6) 2010, product type lead. (B)(4).